Event description:
The hosp reported they were using the grasping forceps to remove a stent in the pt when the forceps let go. They tried to grasp the stent but the forceps would not open or close. The pt was admitted to the emergency room and underwent a procedure to remove the stent. The pt's outcome was fine.